Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: thread is broken * the thickness varies / patterns are thicker than usual. Sample received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. Without any closed samples OEM cannot carry out an analysis in order to take a decision. Despite the fact that the samples are open and used, OEM has tested the knot pull tensile strength and the results conform to requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conforms to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint:(B)(6). Complaint description; thread is broken and the thickness varies/patterns are thicker than usual.